Event description:
The customer reported, he was receiving error 1 messages on his freestyle meter and was unable to check his glucose. As a result, the customer lost consciousness due to hypoglycemia and paramedics were called. The customer was taken to an emergency room and treated with IV therapy.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.